Event description:
Rn squeezed the hot pack following device instructions appropriately and hot pack exploded. Liquid went on patient's hand and clothes and on patient's boyfriend including his hair. Patient felt burning on her hand.